Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that during the implant procedure, the patient with the leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an appropriate shock due to the patient's self-conducted ventricular fibrillation (vf), which was successful. Then, the patient went into sinus rhythm and then back into vf. The patient was externally shocked and converted the rhythm. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, the patient with the leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an appropriate shock due to the patient's self-conducted ventricular fibrillation (vf), which was successful. Then, the patient went into sinus rhythm and then back into vf. The patient was externally shocked and converted the rhythm. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.